Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient was experiencing difficulty recharging, coupling issues and insufficient coverage of pain on the right side prior to reprograming. An antenna locate was performed and the range was 42-56. It was further noted, the patient thought the implantable neurostimulator (ins) felt tilted in the pocket. It was further found that one of the leads had impedances greater than 20,000 on electrodes 11-15. The patient was scheduled to meet with their health care provider (hcp) on 2014 (B)(6) to discuss options but no information regarding the appointment was available at the time of the report. No interventions or outcome was provided however, additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the cause of the event was due to the feeling tilted in the pocket. The patient had an appointment on (B)(6) 2014. The patient was receiving effective therapy, but the manufacturing representative did not know how easily the patient could recharge.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was not feeling stimulation and the pain was getting worse because of no stimulation and the implantable neurostimulator (ins) stopped working. This occurred in (B)(6) 2014. The manufacturer representative (rep) tried twice to jumpstart the ins but it was not successful from (B)(6) 2015. The patient's wife passed away (B)(6) 2015, and the patient was busy taking care of them so they did not recharge the ins. The rep met with the patient in (B)(6) for an ins physician mode recharge (pmr). The rep interrogated the device and could not get any communication. The rep asked the patient the last time they had recharged or used the device and they noted it had been a long time, they couldn't remember. Then the patient explained about their wife. The patient could not stay any longer and they discussed the patient calling the rep back when they had more time. The power on reset (por) was not cleared; the rep did not see a code. The patient could not recharge normally. There was no new information regarding the tiled ins or high impedances. The patient was not receiving effective therapy. The patient wanted to reach the healthcare provider (hcp). The patient could not get through and was hoping the hcp could give them a pain blocker. Information regarding interventions and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had a loss of therapeutic effect and it was not working. When the patient was asked when it stopped helping the pain it was reported that it was determined when the patient had a coupling issues (recharging) in (B)(6) 2014. When the patient turned it on he was looking to get some relief from the pain, especially when he would get up in the morning. The patient was excited when he first got stimulation and was enjoying the stimulator but was having some problems and didn¿t know what was going on. The patient reported that the stimulator made the pain worse (intensified the pain) instead of minimizing the pain and it hurt him. The patient got a pain block on (B)(6) 2014 and it wore off, was given pain medications, and the patient was in a lot of pain and he was told there was nothing more they could do for him. The patient called his healthcare provider (hcp) and asked if the stimulator could be taken out but he was told they couldn¿t take it out yet because the patient was on plavix for a year. The patient reported that he wasn¿t doing well with the pain (unable to get out of bed, sit, etc.). Even after meeting with the manufacturer¿s representative (rep) stimulation still wasn¿t working for the patient. The rep. Thought possibly ¿were loose¿ but it was not confirmed. Before the patient had a pain block done on (B)(6) 2014 they did an x-ray and looked at how everything was set up and said everything was fine. The patient stated they burnt the nerves and everything and that¿s not what happened even after he was told it would work. The patient spoke with the manufacturer¿s representative (rep) about issues and problems he was having with his hcp. The patient and rep. Were working to find possibilities for a new hcp. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.